Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device breakage ("they "left" a remnant of the essure in the uterus") in a female patient who had essure inserted (lot no. A27190-not valid.) For female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure was contraindicated for her according to the manufacturer's instructions"). The patient had a medical history of cervical conisation in 2005 and hpv infection, headache and thrombosis leg. In 2013, the patient had essure inserted. On (B)(6) 2023 she experienced central pain syndrome ("central sensitisation syndrome"), idiopathic environmental intolerance ("multiple chemical sensitivity"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), mucosal dryness ("mucosal dryness") and autonomic nervous system imbalance ("dysautonomia"). Essure was removed in (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), migraine with aura ("migraine with aura"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), asthenia ("asthenia"), nausea ("nausea"), back pain ("lower back pain"), palpitations ("intense palpitations"), amnesia ("lack of retentive memory"), disturbance in attention ("lack of concentration"), arthralgia ("pain in hip / knees"), blister ("a large blister of water the size of a 5 cent coin") and pruritus ("itching in her back for more than 5 days"). The patient was treated with surgery (on (B)(6) 2022 salpingectomy and bilateral hysterectomy in (B)(6) 2023). At the time of the report, the outcomes for pelvic pain, migraine with aura, intermenstrual bleeding, heavy menstrual bleeding, abdominal pain, asthenia, nausea, back pain, palpitations, amnesia, arthralgia, central pain syndrome, idiopathic environmental intolerance, fatigue, fibromyalgia, mucosal dryness, autonomic nervous system imbalance, blister and pruritus were unknown. The reporter considered abdominal pain, amnesia, arthralgia, asthenia, autonomic nervous system imbalance, back pain, blister, central pain syndrome, device breakage, disturbance in attention, fatigue, fibromyalgia, heavy menstrual bleeding, idiopathic environmental intolerance, intermenstrual bleeding, migraine with aura, mucosal dryness, nausea, palpitations, pelvic pain and pruritus to be related to essure administration. The reporter commented: no doctor was able to link the medical complications she had been suffering with the essure device. The patient had to expressly and desperately request its removal. She spent months on the waiting list, suffering a living hell due to the severe complications affecting her life, both personal and professional. She was tested for allergy to metal components in 2021, but, strangely, despite the fact that her reaction to the essure components was obvious (see photographs), a large blister of water the size of a 5 cent coin and itching in her back for more than 5 days, the allergology report stated that the reaction was "negative". In (B)(6) 2024, (B)(6) will undergo allergy tests to metal components at a private specialized allergology center, which we will add to this file once we have access to the report. No intraoperative test was carried out to check that the essure had been completely removed, but not only that, there was no pathological anatomy report to determine in detail the macroscopic study of the remains and their exact measurements. The medical protocols for the extraction of essure were not complied in practice. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): negative lot number: a27190 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("persistent pelvic pain") and device breakage ("they "left" a remnant of the essure in the uterus") in a female patient who had essure inserted (lot no: a27190) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure was contraindicated for her according to the manufacturer's instructions"). The patient had a medical history of cervical conisation in 2005 and hpv infection, headache and thrombus. In 2013, the patient had essure inserted. On (B)(6) 2023, she experienced central pain syndrome ("central sensitisation syndrome"), idiopathic environmental intolerance ("multiple chemical sensitivity"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), mucosal dryness ("mucosal dryness") and autonomic nervous system imbalance ("dysautonomia"). Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), migraine with aura ("migraine with aura, metrorrhagia, menorrhagia, abdominal pain, asthenia, nausea, persistent pelvic pain, lower back pain, intense palpitations"), intermenstrual bleeding ("metrorrhagia"), heavy menstrual bleeding ("menorrhagia"), abdominal pain ("abdominal pain"), asthenia ("asthenia"), nausea ("nausea"), back pain ("lower back pain"), palpitations ("intense palpitations"), amnesia (" lack of retentive memory"), disturbance in attention ("lack of concentration"), arthralgia ("pain in hip / knees"), blister ("a large blister of water the size of a 5 cent coin") and pruritus ("itching in her back for more than 5 days"). The patient was treated with surgery (on (B)(6) 2022 salpingectomy and bilateral hysterectomy on (B)(6) 2023). At the time of the report, the outcomes for pelvic pain, migraine with aura, intermenstrual bleeding, heavy menstrual bleeding, abdominal pain, asthenia, nausea, back pain, palpitations, amnesia, arthralgia, central pain syndrome, idiopathic environmental intolerance, fatigue, fibromyalgia, mucosal dryness, autonomic nervous system imbalance, blister and pruritus were unknown. The reporter considered abdominal pain, amnesia, arthralgia, asthenia, autonomic nervous system imbalance, back pain, blister, central pain syndrome, device breakage, disturbance in attention, fatigue, fibromyalgia, heavy menstrual bleeding, idiopathic environmental intolerance, intermenstrual bleeding, migraine with aura, mucosal dryness, nausea, palpitations, pelvic pain and pruritus to be related to essure administration. The reporter commented: no doctor was able to link the medical complications she had been suffering with the essure device. The patient had to expressly and desperately request its removal. She spent months on the waiting list, suffering a living hell due to the severe complications affecting her life, both personal and professional. She was tested for allergy to metal components in 2021, but, strangely, despite the fact that her reaction to the essure components was obvious (see photographs), a large blister of water the size of a 5 cent coin and itching in her back for more than 5 days, the allergology report stated that the reaction was "negative". On (B)(6) 2024, victoria will undergo allergy tests to metal components at a private specialized allergology center, which we will add to this file once we have access to the report. No intraoperative test was carried out to check that the essure had been completely removed, but not only that, there was no pathological anatomy report to determine in detail the macroscopic study of the remains and their exact measurements. The medical protocols for the extraction of essure were not complied in practice. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): negative. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.